Event description:
It was reported that during a da vinci-assisted surgical procedure, it was noted that when a vessel sealer extend instrument was connected to the arm during surgery, the tip did not open, and after trying to reconnect it, it did not open. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition, engagement, cut and seal tests on 3 out of 3 attempts. The instrument moved intuitively with full range motion in all directions. The grips opened and closed properly. There were no failures for this instrument reported in the logs during testing. There was no physical damage observed during testing. The instrument was fully functional, and no product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the tissue was not stuck on tissue and there was no adverse effect to any grasped tissue. There were no unexpected tissue removal and no bleeding observed dur the unclamping issue. The instrument is available to be returned.

Event description:
Refer to h11 for follow-up information.